Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty to position and difficulty to remove the guide wire were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation or resistance with a guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous right coronary artery (rca). The 3.5x12mm nc trek balloon dilatation catheter (bdc) was unpackaged with no issue noted during removal of the protective sheath and stylet. The nc trek bdc was soaked and prepped with no issue noted during preparation. The nc trek bdc met resistance during advancement onto the unspecified guide wire. During removal of the nc trek bdc from the guide wire, resistance was met with the guide wire and the bdc shaft separated. As the bdc was still outside the guiding catheter, it was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.5x12mm nc trek bdc used to successfully complete the procedure. There was no additional information provided.